Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient called with no disposable alarm. The patient verbalized that they did not know how to clamp their tubing, therefore troubleshooting not attempted. They instructed the patient to power the pump off and call their clinic, and the patient verbalized understanding. Continuous rate 2.0, reservoir volume 10.4, given 81.6. Event occurred while in use with the patient at home. There was a patient involvement and no patient harm/adverse event reported.